Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva diffusics 24g x 0.75 in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the IV needle broke off in the catheter while attempting an IV start. Needle was just about to puncture the skin when it broke. All pieces were retrieved and there was no harm to the patient.

Manufacturer narrative:
Since no photos or samples displaying the reported condition of needle broken were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. H3 other text : see h10.

Event description:
It was reported while using bd nexiva diffusics 24g x 0.75 in the needle broke. There was no report of patient impact. The following information was provided by the initial reporter: the tip of the IV needle broke off in the catheter while attempting an IV start. Needle was just about to puncture the skin when it broke. All pieces were retrieved and there was no harm to the patient.